Event description:
A 3.0mm diameter x 18mm length ave gfx stent was inserted into the coronary artery. It was not possible to cross the target lesion due to severe calcification of the target lesion and no predilation performed; therefore, the stent and delivery system were pulled back from the coronary artery. Upon removal, the stent got caught on a calcified portion of the vessel and dislodged from the stent deivery system. Attempts to remove the stent were unsuccessful, therefore, the pt was sent to surgery for removal of the stent and bypass to the target vessel. There was no add'l clinical sequelae reported relative to the event and no further info available from the user facility.